Manufacturer narrative:
Product analysis device received with the external slider in the home position. A kink was evident to the graft cover at the stent stop. Deformation was evident to the stent stop at the kink site. A shelf carton and cardboard packaging tray were received alongside the device, deformation was evident to the shelf carton and cardboard tray. The device was placed in the tray in the orientation the device would have been packaged in, the kink to the device aligned with the deformation evident to the packaging. No other deformation evident to the remainder of the device. The reported kink could be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to b5: additional information received; the device packaging was sealed when it was taken off the shelf. The scrub nurse who opened the device is highly experienced and careful. The packaging was opened in the usual manner, without the use of force. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A stent graft etlw1616c93ee endur ii limb was intended to be implanted during the endovascular treatment of an abdominal aortic rupture. It was reported that the stent graft exhibited kinking before being inserted into the patient during the index procedure. The device was replaced, and the procedure was completed successfully. Per the physician the cause the kinking is undetermined. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B5; additional information received : it was confirmed the kink was noted on the delivery system therefore the stent graft was not deployed as it was thought the kink would cause problems during the deployment and recapture of the delivery system out of the body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.